Event description:
It was reported that the patient underwent a revision surgery due to implant brakeage approximately 9 weeks post-implantation.

Manufacturer narrative:
The investigation related to this event is ongoing. At this time, the available information is insufficient to determine a definitive root cause or whether the device contributed to the reported event. A supplemental MDR will be submitted to FDA upon completion of the investigation and when additional information becomes available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b6, d9, h6, h11. After a thorough investigation (device history review record, returned explant, complaint history review), no manufacturing, quality deficiencies were identified. Based on the available information, the most likely failure mechanism is increased mechanical stress leading to early implant fracture approximately 9 weeks post-implantation. Potential contributing factors may include implant constraint related to finger/prosthesis alignment and/or implant sizing; however, these factors could not be confirmed. Therefore, a definitive root cause could not be established. If additional information is made available, the investigation will be updated as applicable.